Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/24/2010 and 04/29/2010 by phone, fax, and mail. A completed questionnaire was received on 05/04/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "cannot see past five feet" (vision, impaired), "objects at a distance are doubled" (diplopia), "residual astigmatism" (postoperative refraction, unexpected), product problem(s): "the lens is 90 degrees away from where it should have been' (malposition of device [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, his distance vision is poor, objects at a distance are doubled, and he has residual astigmatism. He also stated that ak (astigmatic keratotomy) was performed during the procedure. He reported his surgeon continues to work with him and was given glasses for correction in the interim. In a follow-up, the surgeon reported that due to a calculation error, the lens was implanted 90 degrees away from where it should have been. The lens was repositioned and the surgeon anticipates the event will resolve.